Event description:
It was reported that the device was used during a surgical procedure. The jaws would not open after the firing. The device had to be cut out. There is no further information available.